Manufacturer narrative:
The philips field service engineer went onto the customer site and confirmed the inoperability state issue with the device. The device pca main board was replaced resolve the device issue. No further investigation or action is warranted.

Event description:
The customer reported that the user is getting a speaker malfunction. There was no reported adverse event to the patient or user.